Event description:
The event is reported as: when the customer opens the package in a sterile environment, small unsterile parts fall out of the package. The reported malfunction did not occur during a procedure. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR: the device sample was received for eval. The results of the eval are not available at the time of this report. The results of the investigation are not available at the time of this report.